Event description:
Event description guidant received information that both right and left ventricular leads displayed high impedance thresholds, sensing problems, and did not capture the myocardium as expected. The patient's atrioventricular node was intact and the device was reprogrammed to aai mode. It was suspected that there may be a setscrew issue or a problem with the header of the device.